Event description:
It was reported that the patient presented with alarms external power disconnect on the system controller x 32 and 48 minutes and low voltage hazard. The alarms were unable to be seen during interrogation. The patient stated that the alarms started while connected to batteries with 2 bars of battey left and persisted despite connecting to alternative batteries and wall power. The alarms resolved spontaneously upon arrival to the emergency department. The event log file displayed data from (B)(6) 2024 at 2050 through 2139. Any events prior to 2150 were overwritten with the most recent 256 events in the event log file. The "external power disconnect" x32 & 48min and "low voltage hazard¿ alarms appeared to have been caused by the power to the module power unit (mpu) being briefly interrupted. It was noted that the external power disconnect alarm was 32 seconds which did not appear to be unusual if the mpu was disconnected from the wall power. The power cable disconnect duration was 48 seconds which displays if a controller power lead was disconnected from power for more than 30 seconds.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information it was unknown if the ac power cord came loose at the wall outlet or from the back of the unit. There were no environmental circumstances that would have affected ac power at the time of the event. The mobile power unit (mpu) was not exchanged or removed from service.

Manufacturer narrative:
Section d: device information was requested but the site was unable to provide. Section e1: reporter email was not available. Manufacturer's investigation conclusion: the reported events of power cable disconnect, no external power alarms were confirmed via submitted photos. The reported low voltage alarms were unable to be confirmed. Submitted log files revealed there were no notable alarms active in the controller event log file. Pump operation was not affected, and the device appeared to function as intended. Submitted photos revealed "external power disconnect" alarm on (B)(6) 2024 at 19:53 lasting 32 seconds and "power cable disconnect" alarm on (B)(6) 2024 at 19:53 lasting 48 seconds. Product was not returned for testing. Per provided information, the patient states the alarms started while connected to batteries with 2 bars of battery left and persisted despite connecting to alternative batteries and to wall power. The voltage alarms resolved spontaneously upon arrival to emergency department. Additional information provided revealed, that it is unknown if the ac power cord come loose at the wall outlet or from the back of the unit, that there have been no more alarms, that they attempted to replicate the alarms, however, were unsuccessful, and that not product will be returning to abbott. A root cause for the reported events could not be conclusively determined through this investigation. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.